Event description:
Reportedly, after positioning the atrial lead, no capture was observed either before or after screwing. Post-screwing measurements showed an impedance of 1000 ohms and an atrial sensing of 3 mv. The psa cables were tested and confirmed to be functioning properly. Finally, a new lead was used to complete the implantation.

Manufacturer narrative:
Analysis synthesis: review of quality documents confirmed that the lead was manufactured and approved in accordance with all specification requirements during the final inspection. Upon reception, the fixation mechanism did not operate as expected ¿ the screw could not be extended. Tissue residues and coagulated blood were found inside the screw housing. After cleaning, the screw was manually extended and showed no visible damage. Electrical testing confirmed that both inner and outer coil continuity were within specifications, and insulation between electrical lines was adequate across all lead sections (distal, lead body and proximal). Based on available data and the investigation results, a lead malfunction is not suspected. A lead positioning or contact issue during implantation is more likely to explain the reported event. Such issues are not entirely avoidable and may be influenced by multiple factors (e.g. Patient physiology, physician preferred implant site, etc.), which cannot be fully mitigated by lead design or instructions for use ¿ as illustrated in this case. This investigation will be retained and used for trending purposes.

Event description:
Reportedly, after positioning the atrial lead, no capture was observed either before or after screwing. Post-screwing measurements showed an impedance of 1000 ohms and an atrial sensing of 3mv. The psa cables were tested and confirmed to be functioning properly. Finally, a new lead was used to complete the implantation.